Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although diligence was performed in an effort to obtain the serial number of the device, it was not able to be obtained - therefore, the manufacture date of the device could not be identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to thermal and mechanical induced impact, wear and tear, improper handling, mechanical overload like fall, shock or similar stress. As a countermeasure, the issue of "insulation parts damaged" was dealt with by changing the distal tip material of resection sheath (the tip is now black) - the issue of "insulation parts damaged" was considered closed on december 15, 2011. The white insulating insert was replaced by a black one in 2010. The instructions for use (IFU): carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the resection sheath, 26 fr. Had the ceramic tip damaged. The issue occurred during preparation for use with no procedure involvement. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.